Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that shortly after their first implant, they contracted pleurisy and double pneumonia, and then spoke to a manufacturing representative. The patient stated that they were told they couldn¿t put in another wire, so their healthcare provider replaced their whole system. They noted that the day after the replacement, they developed hematoma in the area and went to the emergen cy room. The patient mentioned that the healthcare provider couldn¿t drain it, and it took 3 months to heal. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that about one week after the patient was implanted in (B)(6) 2014, the patient got ¿double pneumonia¿, a lead revision and their implantable neurostimulator (ins) was removed. It was noted that the patient received a new ins on (B)(6) 2015. There were no further complications reported or anticipated.